Event description:
Patient was being hoyered from chair to bed, and in process the hoyer stopped functioning. Patient was above bed at the time, and we raised the bed as high as possible, but patient was still stuck in hoyer. Emergency release was not functioning. We had to cut the straps of the hoyer and gently guide patient to bed. Luckily distance from hoyer to bed was only a couple of inches. Multiple rn's, managers and cna's tried to use the emergency release, but it did not work.